Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button was extremely difficult to press and requires multiple presses to turn on pump screen. Customer continued to use pump for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.